Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional lead details were unsuccessful and the lead has not been returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.